Manufacturer narrative:
Additional information: lot number was updated from 0008989718 to 0008960731. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated death as cardiac. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by stable angina. During the index procedure three resolute onyx des were used to treat the 1st obtuse marginal and rca. Approximately 6 months post procedure the patient died of unknown cause. The investigator and sponsor assessed the event as not related to the index device or the anti-platelet medication.